Event description:
Patient reported obtaining back-to-back blood glucose results of 426 mg/dl and 186 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.